Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned in segments. The distal conductor was fractured. There was blood/body fluid in the outer tubing overlay. The outer tubing overlay was melted and had an environmental stress cracking breach/breach (non-electrical). The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead had noise and varying impedances. A lead fracture was suspected. The lead was extracted and was replaced. No patient complications have been reported as a result of this event.